Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing detached at the site and had blood glucose level of 7.8 mmol/l. The site was at the abdomen and the pump was worn on the left side. The patient was not able to use the set at all. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.